Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.failure analysis of the returned part indicates: the customer compliant was caused by an out of specification airflow sensor u1. Replacement of the u1 sensor corrected the failure.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the airflow accuracy test (pvt test 5) at the 0slpm setting. There was no patient involvement.